Event description:
The customer reported to olympus, that there was a problem with the camera cable on the hd autoclavable camera head. The device was returned for evaluation. During the device evaluation, it was found that there was a complete loss of image function due to an imaging component failure. In addition the white balance was unable to properly adjust, as a result of the malfunction of image functionality, which produced a e311 error message on the monitor. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the cable has been twisted, a small notch is visible on the cable, and the video plug is cracked. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation, the root cause for the events is not determined. However, it is likely that the events no image and e311 error occurred due to charged coupled device failure, which is displayed when white balance cannot be obtained, and the screen turned black. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.